Manufacturer narrative:
Customer indicated he had disposed of his sensors; hence the reported product is not expected to be returned. Extended investigation is pending. A follow-up report will be filed once the investigation is completed. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported noticing ¿bruising¿ on his skin where an adc freestyle libre sensor had been inserted, after 14-days of wear. He further reported having contact with his diabetologist on (B)(6) 2018 and was prescribed an unspecified cortisone ointment. He was also advised to use a ¿leukopor patch¿ underneath the sensor. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification.  A (DHR) (device history review) for the fs libre sensor kit was reviewed, and the DHR showed the fs libre sensor and sensor kit passed all tests prior to release.    All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.   If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported noticing ¿bruising¿ on his skin where an adc freestyle libre sensor had been inserted, after 14-days of wear. He further reported having contact with his diabetologist on (B)(6) 2018 and was prescribed an unspecified cortisone ointment. He was also advised to use a ¿leukopor patch¿ underneath the sensor. There was no report of death or permanent injury associated with this event.